Manufacturer narrative:
The device involved in this event has not been returned for eval. A follow up report will be submitted when the device is returned and the eval is completed.

Event description:
It was reported during procedure, the catheter broke upon removal and the broken segment was successfully retrieved. No pt injury reported.